Event description:
It was reported that the patient a deep brain stimulator in both globus pallidus. There was a known short at 10 on the right globus pallidus. It was noted that the patient had been feeling off since a couple weeks prior to this report but could not describe why. The patient stated she knew ¿something had changed.¿ the start time of the patient¿s symptoms was unclear whether they had started a few days prior or a few weeks prior. Patient settings were group a 0+1-2+3-, 7.6v 90us 180 hz and group b 0+1-2+3-, 7.1v 120us 180hz. It was noted that at c+0-, 0 electrode was out of range at 2800 ohms. Therapy impedance was 906 ohms on left side. Patient was not currently programmed on contact 10. It was noted that the patient was unable to handle unipolar settings and would not like to be programmed with those settings in the future. Currently impedances were greater than 40,000 ohms on all contacts with 10. It was noted that there would potentially be a revision. Additional information requested but had not been received as of the date of this report. Reference manufacturing report number: 3004209178-2013-16231.

Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot # v100240, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v100240, implanted: (B)(6) 2008, product type lead; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, lot # serial# (B)(4) implanted: explanted: product type programmer, patient product ID 37651, serial # (B)(4), product type recharger; product ID 64001, lot # n286713, implanted: (B)(6) 2011, product type adapter. (B)(4).